Event description:
A 3.0mm diameter x 12mm length ave gfx stent was inserted into the coronary artery. It was not possible to cross the target lesion; therefore, the stent and delivery system were pulled back into the tip of the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon. The dislodged stent was snared from the coronary artery, successfully. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. An attempt to cross the target lesion with another MFR's stent was also unsuccessful; however, that stent remains within the pt's peripheral arterial vasculature. There was no additional clinical sequelae reported relative to the event, and there is no further info available from the user facility.